Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) being pulled from the wall was unable to be confirmed. A review of the log files contained data spanning approximately 12 days ((B)(6) per timestamp). On (B)(6)23 between 22:45:34 and 23:45:34, the backup battery use count increased from 8 to 9. This indicates that the controller lost external power, but the backup battery provided power without issue until external power was restored. The periodic log file captures events at designated intervals so the onset of the loss of power was not recorded. There were no notable alarms active in the log file. The heartmate mobile power unit (s/n: (B)(6)) was not returned for analysis. Per the provided information, the no external power event might have occurred due to the mpu being disconnected from the wall when the patient passed out. It was not reported whether the patient has a v-lock connector in use. A root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate 3 patient handbook, rev. D, section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU), rev. C, section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU), rev. C, section 3, entitled ¿powering the system¿, explains the various ways to power the heartmate 3 lvas, including how to properly use the mpu and the actions to take in the event of a power failure. This section also states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. The heartmate 3 patient handbook, rev. D, cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that review of the patient's log files found a no external power alarm on (B)(6)2023 at 11:39. The patient was unable to recall the event, but it was believed that the mobile power unit (mpu) may have become disconnected from the wall.